Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx laa closure device & delivery system (wds) were selected for use. The physician inserted the was sheath, and prior performing the transeptal crossing, a thrombus was noted in the right atrium (ra). The patient was not responsive to heparin therefore the physician determined that crossing into the left atrium (la) was not safe. The procedure was aborted. There were no further patient complications reported.